Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: an epic biliary endoscopic delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found multiple buckling on the sheath. Multiple snag marks were also noted on the distal end of the middle sheath. The inner liner was separated approximately 2.4cm from the distal end of the middle sheath; the tip and inner liner were not received. No other issues were noted to the delivery system. The buckling indicates there was likely resistance advancing the device. The separation of the inner liner suggests that the tip was likely stuck onto something when the device was attempted to be removed. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the anatomy of the patient (tight stricture), limited the performance of the device and contributed to the stent premature deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on september 01, 2020 that an epic biliary stent was to be implanted to treat a stricture in the common bile duct due to cholangiocarcinoma during a biliary stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the delivery system had difficulty crossing the lesion initially. Once the physician was able to cross the stricture the stent was attempted to be deployed; however, the stent failed to deploy even after rotating/turning the thumbwheel for 20 clicks. The device was then attempted to be removed but the stent was not coming out so the scope was pulled back. Upon removal, the stent prematurely deployed in the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo provided by the complainant outside the patient shows the sheath was twisted and buckled.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 01, 2020 that an epic biliary stent was to be implanted to treat a stricture in the common bile duct due to cholangiocarcinoma during a biliary stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the delivery system had difficulty crossing the lesion initially. Once the physician was able to cross the stricture the stent was attempted to be deployed; however, the stent failed to deploy even after rotating/turning the thumbwheel for 20 clicks. The device was then attempted to be removed but the stent was not coming out so the scope was pulled back. Upon removal, the stent prematurely deployed in the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo provided by the complainant outside the patient shows the sheath was twisted and buckled.